Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the customer continued to use the pump for insulin therapy.